Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the refrigerator has experienced an error indicating "failed drawer". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b & d describe event or problem, medical device brand name, medical device catalog, unique identifier (UDI), medical device serial & medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator experienced continual "failed drawer" errors. The field service engineer (fse) had arrived on-site and found no active drawer failure; patient delay was minimal, and drawer recovery was possible. The fse asked the escort to log in and attempt inventory from the refrigerator. Upon inspection, the door was sagging, causing the hasp to scrape during closure. The fse powered down the medstation, accessed the remote manager, loosened the mounting box, and realigned it with the door and hasp. After restarting, the fse logged into hardware test application (hta), tested the remote manager and hasp multiple times, performed open/close tests, and saved results to the d-drive. The fse also found the scanner base loose, opened the e-drawer, and tightened it. All functions were verified. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, the refrigerator has experienced an error indicating "failed drawer". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.